Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported when product was pulled out it would unravel in pieces. She had to have her ob remove it. The provided information indicated that the consumer experienced pelvic pain.